Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated lead was detached and was attached in a different location. To date, the lead remains in service. No further information obtained from the field. No adverse patient effects were reported.